Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and blue screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating and displayed blue screen. A field service engineer checked the logs and stated that there might be a possible battery failure. The customer disconnected the alternating current (ac) cord, confirmed that the machine was able to fully reboot on battery power alone, and verified that the battery was functioning properly. The system functioned as intended after the field service engineer assessed the device.